Manufacturer narrative:
Upon visual inspection the service technician noted that they replaced no parts replaced because there was no fault found. A review of the device history record for sn (B)(6) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the customer reported issue cannot be determined.

Event description:
It was reported that the device allegedly experienced a channel error. There was no patient involvement.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Channel error was reported.